Event description:
Pt was receiving dopamine/dobutamine infusions. The pt's blood pressure suddenly fell to 60/40 and there were no interventions ocuurring at that moment. A nurse was in the chair at the foot of the bed. By the time the nurse walked around to the bedside (instant response), the pt's blood pressure became 180/111. The pt's pupils were dilated. An emergency CT scan was then done, no showing of bleeding or herniation.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.